Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. Inherent risk of procedure (failure to deliver stent / stent deformation). Patient¿s condition affected effectiveness of device (moderate tortuosity, 85% stenosis and severe calcification). Evaluation conclusion: inherent risk of procedure (failure to deliver stent / stent deformation). Device failure related to patient condition (moderate tortuosity, 85% stenosis and severe calcification). Unable to confirm complaint (device not returned for evaluation). (B)(4).

Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 30mm length endeavor sprint drug eluting stent during a procedure but the device could not pass the lesion. The lesion was reported to have moderate tortuosity, 85% stenosis and severe calcification. Upon removal of the device it was noted that the stent struts were deformed. It was reported that pre-dilatation was carried out using a 2.0mm diameter x 20mm length sprinter device. No patient injury occurred and no clinical sequelae were reported